Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements and the field representative planned to suggest further testing to the clinic. The clinic contacted boston scientific technical services (ts) and noted they had been following the out of range impedance measurements for some time. The rv lead impedance was greater than 125 ohms and had increased to the 160 ohm range. They planned to perform a lead revision procedure. At this time available evidence suggests the rv lead remains in service and no adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.